Event description:
Per the clinic, the patient experienced headhaches, pain with, and without stimulation, facial nerve stimulation, and infections. It was reported that the electrode array was only partially inserted during the intial implantation. The device was explanted (B)(6), 2012, and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).